Event description:
Numbers on clinical summary screen disappeared, "ram error" message on the screen. This issue reported to day shift rn from night shift rn. 2 supervisors involved in attempting to contact biomed and engineering to fix the monitor. Informed equipment must be sent out to biomed to fix.